Event description:
A sprinter rx balloon dilatation catheter, length 15 mm, diameter 1.5 mm, was intended to treat an 80% stenosed lesion in a patient. It was reported that the balloon burst at 11pa. The device was inspected before use with no abnormalities noted. It was reported that pressure was ramped up rapidly. A little resistance was noted during delivery of the device to lesion. A stent was used to treat the lesion. The patient was well post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): evaluation, results/conclusions - (80% stenosis). Evaluation summary: the device was returned to medtronic for evaluation. Hardened blood residue and a crystallized substance were present inside the inflation lumen and balloon. The balloon and distal tip were flattened. Inflation to nominal pressure was unsuccessful due to dried blood present within the inflation. A large hole due to torn balloon material was located directly over the inner shaft marker band. The hole commenced on the proximal side of the marker. Bunching was evident on the distal side of the balloon tear.